Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the hospital after receiving shocks. Interrogation of the device showed some inappropriate episodes due to t-wave oversensing. Low sensing and increased impedance were observed. The lead was capped and will not be returned.